Event description:
During the user's annual implant check the parents reported that recently the child has been asking to repeat what they say. The information will be passed on to the surgeon and a consultation will be arranged.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The users hearing performance is affected. During annual implant check in september 2022 the users parents raised concerns regarding the users hearing performance.

Event description:
The user_s hearing performance is affected. During annual implant check in (B)(6) 2022 the user_s parents raised concerns regarding the user_s hearing performance.the user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.